Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was not able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +5v and/or 12/24 volt failure. The service technician replaced the power supply as a result of the finding. Extended self testing (est) and applicable final testing was completed, and all tests passed per operating specifications.